Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 684 mg/dl and 0.6 mmol/l ketone level. At the time of the event, the customer was receiving occlusion alarms. The customer attempted to deliver a 10 unit bolus to address bg; however, an additional occlusion alarm occurred resulting in only 3 units of that bolus delivering. No issues were observed with the cartridge, infusion set tubing or the infusion set cannula at the time of the event. Customer went to the hospital as a precaution but no treatment was received; customer was only monitored at the hospital. Customer was released from the hospital a couple hours later. Customer delivered insulin via long acting insulin at home. Customer did not sustain any permanent damage due to this event.